Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 96 mg/dl while the sensor gave a reading of 58 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.